Event description:
This ra lead was implanted on (B)(6) 2001 and remains united states implanted at this time. A call was placed to technical services on 08/07/2017 stating that alert for low atrial intrinsic amplitude. The physician was dr. (B)(6) at (B)(6) associates in (B)(6), ma. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).